Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the investigation identified an additional reportable malfunction: an e216 scope communication error occurred. Based on the results of the investigation, a printed circuit board defect was identified as the root cause for both events. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.